Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 40 reports, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in an unnamed procedure on (B)(6)2025, and ¿8mm anchor bag ripped at top of bag while extracting specimen out of abdomen. Dr. Had the peon attached across top of bag to assist pulling out specimen. Where the peon was attached the bag ripped clean across the top. This was a clean tear, no pieces. Bag ripped clean across the top when pullling bag out of patient. Tore across the top where dr. Had instrument clamped on bag to assist. No intervention.¿ the patient¿s status is ¿ok, unaffected¿. The procedure was completed without the use of an alternate device and no reported delay. Further assessment found no portion of the specimen spilled into the patient, and the sterile field was not contaminated. The event had no effect on anything including wound classification. There was no indication of device fragmentation as described by ¿clean tear, no pieces¿. There was no injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.